Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a negative result for sars-cov-2. Two new samples were collected (one from the throat, the other from nasal) from the same patient 2 months later; tested on the same cobas liat yielded a positive result for sars-cov-2 while on another platform (cepheid) yielded a negative result. The results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation. Facility name (B)(6) hospital research and development dept.

Manufacturer narrative:
Reviewing the provided data, true amplification was clearly observed for the sars-cov-2 target during run #4122. As the nasopharyngeal sample was discarded and a new throat sample was collected for the repeat test on the cepheid, it is possible the discrepancy is due to a difference in sample quality between the two collections. The alleged lot was previously tested and no issues were identified. Added sample collection information in b6.